Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 12:44/12:46pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of ¿346 and 498 mg/dl¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise; she indicated that she takes metformin for polycystic ovarian syndrome, not diabetes. The patient reported that 30 minutes prior to obtaining the results, she had developed symptoms of ¿dizzy¿ which continued after testing on the subject meter. She reported that during a doctor¿s office visit on the morning of (B)(6) 2016, a blood glucose result of ¿87 mg/dl¿ was obtained on a laboratory device. She also reported that her metformin medication was reduced from 1000mg twice daily, to 500mg twice daily, and she received food and drink as treatment from an hcp. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation, but the test strips had all been used up. A replacement meter was sent to the patient together with control solution to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event around the time the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings. The meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.